Event description:
During baxter's functional testing of a spectrum pump, it alarmed for downstream occlusion when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). It was found out of specification with respect to false downstream occlusion alarms, which was not reproduced during the evaluation of the device. Downstream occlusion alarms were confirmed during the event history log review. The downstream sensor is a known contributor and was replaced.